Manufacturer narrative:
Additional information was provided in section h11. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed via the provided media. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device is not expected to return; therefore, a technical analysis of the complaint device could not be completed. Media review of a photo provided by the customer observed white stains on the catheter handle. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion boston scientific has assigned an investigation conclusion code of quality control deficiency and supporting evidence that came to this conclusion. Boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter.

Event description:
It was reported that first farawave catheter flushed and rosen guidewire was inserted, the catheter deploy into flower shape but not undeploy back into small basket (tw: (B)(6). The catheter was replaced with the second one and the second catheter looked dirty on the handle with white marks upon unpackaging and the catheter was replaced due to sterility issue. The procedure was completed successfully using third farawave catheter. No patient complications occurred. The product is not expected to return as retained by customer. Media provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that first farawave catheter flushed and rosen guidewire was inserted, the catheter deploy into flower shape but not undeploy back into small basket. The catheter was replaced with the second one and the second catheter looked dirty on the handle with white marks upon unpackaging and the catheter was replaced due to sterility issue. The procedure was completed successfully using third farawave catheter. No patient complications occurred. The product is not expected to return as retained by customer. Media provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe white residue in the handle of the farawave. The review of the image confirmed the reported allegation. No further nor additional product analysis could be performed since the device did not return.

Event description:
It was reported that first farawave catheter flushed and rosen guidewire was inserted, the catheter deploy into flower shape but not undeploy back into small basket. The catheter was replaced with the second one and the second catheter looked dirty on the handle with white marks upon unpackaging and the catheter was replaced due to sterility issue. The procedure was completed successfully using third farawave catheter. No patient complications occurred. The product is not expected to return as retained by customer. Media provided.